Manufacturer narrative:
The received sample was found in the inner blister including cover foil. The device history record for the affected lot was reviewed. The product was released according to manufacturers acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was functionally and visually inspected with the aid of a photomicroscope and with various magnifications. The customer¿s complaint was confirmed. The forceps does not open again. The instrument was destroyed for investigation. It was found that the forceps insert was buckled inside the handle. Because of the buckling the forceps insert could not be pushed to the front, therefore the forceps could not be opened. The buckling could be caused by high friction in the front and a weak point at the insert in the back in the area of the buckling. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported prior to a surgical procedure the forceps would not open. Additional information has been requested but not received.